Event description:
It was reported that the sheath introducer was already inserted into the left femoral artery when the staff attempted to insert the intra-aortic balloon (iab) into it. The staff followed the instructions to attach and maintain the one-way valve attachment, but the balloon became stuck. As a result, they removed both the sheath and the balloon catheter and competed the insertion using a new set.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.